Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's reported problem was unable to be duplicated. Service will replace the downstream occlusion sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a cassette error. The issue was discovered during routine testing and there was no patient involvement.